Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) due to visible corrosion around the connector which connect pcba2 to pcba1, on components adjacent to this connector, and on the back of the lcd screen. The corrosion is on both pcba1 and pcba2. Unable to perform the displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump got wet and had critical pump error alarm and beeping. The customer stated they were received open book image on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.